Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during use during dwell 5 of 6. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient had followed proper procedures. All of the clamps on unused lines were closed and all bags were properly connected. There were no leaks. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.